Manufacturer narrative:
A system check was performed on (B)(6)2010 prior to the event. However, no data was supplied.the sample was sent to customer product line support (cpls) for further testing. Cpls confirmed heterophile interference in the patient's sample.

Event description:
A customer contacted beckman coulter inc., (bci) regarding discordant (B)(6) surface antigen6(B)(6) results generated by the unicel® dxi 800 access® immunoassay system.a patient sample was tested several times on the dxi 800 instrument and all results obtained were "reactive".a "non-reactive" (B)(6) result was generated by an alternate method. The results were reported out of the lab.no reports of death, injury, or change to patient treatment have been reported in connection with this event.